Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. There was no impact to customers' blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).